Event description:
I am getting surgery on (B)(6) 2021 to get my tonsils removed due to issues with my allergies and asthma. I am able to recognize a clear, distinct increase in issues with these problems and the start of using my bipap st (philips dreamstation st). I didn't notice it for the first few months and thought it was mostly due to stress brought on by the pandemic, but now I found out it is most likely causing these issues and might be giving me cancer? Are you kidding? I demand every single red cent I ever paid to (B)(6) back. I demand compensation for my allergy appointments and consults, my supplies for my machine, the cost of my upcoming surgery, all of it. FDA safety report ID # (B)(4).